Event description:
The patient reported back to back test readings obtained on ss meter using separate finger sticks were 73, 117 and 109 mg/dl (>15 mg/dl difference). The patient reports feeling weak, however, made no allegation of harm. Control solution test reading was in range. Meter is not cleaned according to manufacturer's recommendations. Lfs rep unable to reach patient by phone to follow-up and confirm/obtain information. Letter sent to patient requesting that patient contact lfs.